Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: the pump was returned with the total daily dose (tdd) maximum set to 120 units. The basal history indicated the basal rate was increased on (B)(6) 2014. The back box history revealed an error max tdd on (B)(6) 2014 at 23:44 and 23:52. An unexplained pump reboot was observed after and when the pump was powered back on the date was set to (B)(6) 2014 and the time was set incorrectly to 11:55. The pump was observed to run on the incorrect time until the end of pump use. The pump was exercised for 24 hours with no errors, alarms, or warnings emitted. The keypad was fully responsive with no hypersensitivity observed. The tdd¿s correctly added up and the pump passed a delivery accuracy test and was found to be delivering within required specifications. The original complaint could not be duplicated. Unrelated to the original complaint, the display had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 42 mg/dl with unsteadiness when standing and/or walking and as high as 271 mg/dl with no symptoms. It was reported that the pump emitted an alarm that the total daily dose of insulin had been met and the patient¿s bg rose to 271 mg/dl. Reportedly, the patient discontinued pump therapy and was treated with a bolus which resulted in their bg dropping to 42 mg/dl. It was reported that the patient¿s basal rates were recently changed; however, the user did not make adjustments to their daily limits. During troubleshooting with customer technical support (cts), it was revealed that the total daily dose of insulin needed exceeded the set 100 units in the pump and the pump emitted the appropriate alarm. This complaint is being reported because the patient allegedly experienced a bg excursion related to use error in inadequately changing the user¿s total daily dose limit to reflect their basal rate.